Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) count in the double platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. (B)(6). The device is unavailable for evaluation because the customer discarded the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals do not indicate a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified int he run data file and the tima accel system operated as intended. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.